Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 568 mg/dl and at time of incident and 400 mg/dl. Customer expressed symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer reports they feel okay to troubleshooting. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer alleges insulin pump was under delivering. Customer was untreated for high blood glucose. The insulin pump will not be returned for analysis.